Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred. There was no reported impact to the customers blood glucose level. Multiple attempts have been made to contact the customer that have been unsuccessful. No additional information was provided.